Event description:
Reporter alleged blood glucose measured 467, 179, and 191 mg/dl when testing was performed within 7 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.